Event description:
It was reported that the left ventricular lead dislodged and exhibited unacceptable threshold. The lead was explanted and replaced. There were no complications to the patient following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.